Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure max alarm occurred during a routine hemodialysis treatment. It was reported that the alarm was caused by tangled fluid lines which restricted the flow of dialysate. Rinseback was not performed due to the amount of time spent troubleshooting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner when an alarm cannot be resolved promptly as instructed in the user's guide. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.